Manufacturer narrative:
Additional information and corrected data: the following fields are being provided per new information received as the serial number of the device has been updated: section d4 - model number: dcb00 section d4 - catalog number: dcb0000245 section d4 - serial number: (B)(6). Section d4 - expiration date: mar 4, 2028 section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: mar 4, 2025 device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: october 9, 2025. Section h3 device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found protruding from the side of the cartridge and overriding a lens that was stuck in the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount may have been used, which could contribute to the complaint issue. The cartridge was torn and damaged and the cartridge tip was observed to be bent. No issues were identified with the lens module, device assembly, or plunger rod advancement. The plunger rod was bent. The lens could not be removed from the cartridge for evaluation; however, the lens was observed to be damaged. No further evaluation was performed. The complaint issue "stuck in cartridge" and "cartridge tip cracked/damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported with the preloaded monofocal intraocular lens (iol), there was a defect in the injector tip. This caused the lens to protrude from the side of the device and rendering them unusable. During follow-up, it was confirmed that the material came into contact with the patient, but the customer was unable to remove the lens from the cartridge. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.